Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, ethnicity, and medical history were not provided. Initial reporter information such as the name, phone and email address are not available / unknown. (B)(4). [Conclusion]: the healthcare professional reported that there was an intracranial hemorrhage that occurred after the (B)(6)-year-old female patient underwent an endovascular mechanical thrombectomy procedure with two embotrap ii revascularization devices of different lengths: a 5mm x33cm (et007533 / 19e002av) and a 5mm x 21cm (et007521 / lot# unk); it was reported that the longer length embotrap device (et007533) was used prior to the shorter length version embotrap (et007521). The origin of the intracranial bleed could not be conclusively determined; however, it was reported that the event resulted in a small neurological defect which may have been caused by an ischemic stroke or hemorrhage. No additional related to the event was reported to be available. Based on complaint information, the device was not available to be returned for analysis. A review of the device history record (DHR) associated with this lot (19d099av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Intracranial hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be conclusively determined based on the limited information available and without procedural films; however, it is possible that patient (including vessel characteristics), procedural (including device selection and manipulation of devices within the artery), and pharmacological (including thrombolysis therapy) factors may have contributed. Multiple devices are utilized during these procedures and there was no report of an embotrap malfunction or performance issue such as resistance upon withdrawal associated with the event. Follow-up investigation is needed to help determine the root cause of the event. There was no report of any vessel damage, trauma, or dissection associated with the use of the embotrap devices; however, patient code of ¿vascular injury¿ is being captured as a conservative approach. Since the intracranial hemorrhage was not present prior to the procedure, the severity of the hemorrhage is currently unknown, and the relationship of the device to the reported event cannot be excluded. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2019-00150. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that there was an intracranial hemorrhage that occurred after the (B)(6)-year-old female patient underwent an endovascular mechanical thrombectomy procedure with two embotrap ii revascularization devices of different lengths: a 5mm x33cm (et007533 / 19e002av) and a 5mm x 21cm (et007521 / lot# unk); it was reported that the longer length embotrap device (et007533) was used prior to the shorter length version embotrap (et007521). The origin of the intracranial bleed could not be conclusively determined; however, it was reported that the event resulted in a small neurological defect which may have been caused by an ischemic stroke or hemorrhage. No additional related to the event was reported to be available.